Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) the device was returned for analysis. No anomalies found. It was observed that there was gromment damage.

Event description:
It was reported that the lead exhibited high thresholds and on x-ray the lead appeared "stretched". The lead was capped and abandoned. It was also reported that upon disconnecting the ICD, the silicone on the rv and hvb grommets was damaged. The ICD was replaced. No patient complications have been reported as a result of this event.